Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree endoscope to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. When the instrument was placed on an in-house system, the local button controls were not working properly. The endoscope failed the button functionality test as all buttons had stopped working when activated. Additional observation: the endoscope was manually tested by hand using a series of movement tests and it failed. The endoscope was disassembled and it had dislodged desiccant balls inside backend housing. Component had a broken or detached piece in a location that could potentially fall into the patient. The endoscope was visually inspected and it was found to have a deformed cable insulation. The endoscope was visually inspected and found with cosmetic damage. The probable root cause of detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope would not target. The procedure was completed with no reported injury.